Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device gained vessel access in the common femoral artery through a pre-existing starclose se clip before an interventional procedure. Reportedly, as the procedural sheath was removed, it became stuck and elongated as it was pulled through the clip. The pt was brought to surgery to have the clip and procedural sheath removed. During an attempt to pull the sheath through the clip tines, the vessel became damaged. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.